Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no manufacturing nonconformities. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, a likely a cuff miss occurred due to interaction with patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to an ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred while attempting to pre-place the first prostyle suture. The suture of a new prostyle was successfully pre-placed. The sheath was upsized to a 17f sheath and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.